Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman fxd curve access system (was) and versacross connect access solution kit were selected to be used. During the procedure, upon advancing the pigtail catheter into the laa, a pericardial effusion was noted on transesophageal echocardiography (tee) on the anterior wall of the heart to periventricular area. During transeptal puncture, the physician was pushing the limits of the fossa ovalis (fo), but the energization did not go smoothly, and it is thought that it may have shifted outside the fo when energized again. The physician plan was to place the closure device first followed by drainage. The closure device was placed in a single attempt and cleared via position, anchor, size and seal (pass), concluding the procedure. Preparations were made for drainage, and the was was withdrawn from the left atrium. Pericardiocentesis was performed to remove the pericardial fluid, 500ml of bright red dark blood were drained, after which vital signs stabilized. The patient level of consciousness was good, and the procedure was concluded. The patient was later discharged ((B)(6) 2025). Product return is not expected.